Event description:
Health care professional reported that approximately 3 years post-implant, the pt experienced an embolic event. Echo revealed pannus encroachment with fibrous strands that prevented the disc from complete closure. The valve was explanted and will not be returned for analysis. The md did not report any problems with the valve.